Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The user's blood glucose level was 106 mg/dl. Reportedly, the user successfully loaded a new cartridge and insulin delivery was resumed.